Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap extended life pd transfer set and the patient line of an amia automated pd set which resulted in leak. This event was further described as ¿patient woke up and felt wet" and noticed the "whole transfer set was completely off". This occurred during use for automated peritoneal dialysis therapy. The patient was given vancomycin as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6 and h10. The returned sample has a d1: brand name of minicap transfer set, a d4: catalogue # of 5c4482, and g4: PMA/510k # of k152675. H10: the device was received for evaluation. Visual inspection with the naked eye and magnification did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.